Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the s5 roller pump displayed an error message during setup. There was no patient involvement.

Manufacturer narrative:
The clinician reported that the error was a "fault in the motor controller". The pump was power cycled and run for several hours without reproducing the error. No service was requested. The reported issue could not be reproduced. The device worked as specified and no report of reoccurrence was received. No further investigation is required. A review of the DHR could not identify any concessions, deviations and nonconformities relevant to the reported failure. This issue will be monitored for trends and if a trend is identified, correctives will be recommended.